Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an arthroscopic rotator cuff repair right shoulder procedure, the tip of the ar-2323pslc suture anchor peek swivelock broke off in the bone. Decision was made by surgeon to leave the broken tip in the patient. The remaining parts of the anchor were sent to the facility's risk management. The facility reported the remaining portions are available to return for evaluation. The original intended procedure was as follows; arthroscopic rotator cuff repair right shoulder. Arthroscopic extensive debridement of the glenohumeral joint including articular. Cartilage, labrum, para-labral cyst, subacromial scarring and adhesions, intra-articular biceps tendon. Open excisional biopsy lateral soft tissue lesion right shoulder.

Event description:
Additional information received on 01/10/2020: the facility reported there were no attempts made to remove the broken tip, and it was left in the bone. No extra incisions were made, and the case was completed by using another manufacturer's anchors. The bone was medium density. A swivellock punch was used to prepare the bone. The remaining portion of the complaint device will be returning for evaluation. There was not an arthrex sales representative present during the case.

Manufacturer narrative:
Complaint confirmed, the anchor was found to be broken. Likely causes include improper bone prep, misaligned insertion, prying/leveraging the device during insertion.